Manufacturer narrative:
(B)(4)

Event description:
It was reported that the alert for premature eri was received. Review of the merlin.net transmissions revealed normal device behavior. No patient symptoms were noted. Upon review of the battery voltage, sudden drop of the battery was observed. No high voltage charging and battery current had remained consistent. Bringing the patient in clinic and replacing the device was suggested. During the follow-up in clinic, atrial capture testing revealed backup vvi. The device failed to interrogate prior to the procedure. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate, backup vvi (bvvi), and premature battery depletion was confirmed in the laboratory. The inability to communicate was due to low battery voltage. The bvvi was due to a power-on reset (por) due to the battery voltage fluctuating. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.